Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed; however, the type of the material was unable to be identified. Additionally, no physical damage of the device was confirmed at where the foreign material was remained. However, the reported event is likely due to insufficient reprocessing. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material on nozzle, on adhesive around objective lens, on adhesive around light guide lens, on prove cover, on bending section cover and on connecting tube. There were no reports of patient involvement.